Manufacturer narrative:
The device was not returned. Review of the manufacturing records did not find any nonconformities. Device not returned.

Event description:
It was reported to nevro that an ide study patient developed a cervical hematoma after the removal of the trial leads. The patient underwent an operation to treat the hematoma 9 days after the trial leads were removed. A follow up report indicated that the patient recovered without sequelae.